Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low heart rates and episodes of syncope requiring external pacing. It was further reported that the right ventricular (rv) lead was fractured and exhibited an out of range unipolar impedance, polarity switch, no capture and short v-v intervals. The rv lead was capped and replaced and implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.